Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient called animas on (B)(6) and said she woke up to a low battery warning. She states the battery compartment feels very warm. She said the glue around the edge of the display screen is cracked but there was no visible damage to the battery compartment. The battery cap was secure. There was no reported patient impact associated with this complaint. This complaint is being reported because the patient alleged that the pump's battery compartment felt very warm.

Manufacturer narrative:
Follow-up #1 date of submission 04/19/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2012 with the following findings: a review of the black box history revealed no evidence of short battery life. There was no damage found to the battery compartment or battery cap. The battery cap was found to secure tightly to the pump. There was no damage found inside the pump due to heat. The rewind, load and prime steps were performed on the pump with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power and pump was found to be cool to the touch. All current readings were found to be within specification. The pump case was removed and there were no power connection issues found. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.